Manufacturer narrative:
E1 initial reporter facility name: (B)(6). F10 device code: corrected.

Event description:
It was reported that the device was contaminated. The 95% stenosed target lesion was located in the left anterior descending artery. A 6f guidezilla catheter-guide extension was selected for use. During preparation, it was noted that the device packaging was damage, and the seal was compromised. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the device was contaminated. The 95% stenosed target lesion was located in the left anterior descending artery. A 6f guidezilla catheter-guide extension was selected for use. During preparation, it was noted that the device packaging was damage, and the seal was compromised. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.